Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient's spouse had called an ambulance due to hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Spouse reported ripping pod off after patient was experiencing convulsions, and she treated patient by giving him juice; emergency medical technicians were turned away upon arrival as they were no longer needed for treatment.